Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient. Complainant indicated that the patient subsequently sustained burns. The customer was unable to provide information on the degree burns.

Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the customer report was not replicated or confirmed. The investigation did not yield any results that were untypical. Its noteworthy to mention that burns are a potential outcome during defibrillation. The electrodes passed all testing and were confirmed to have been assembled correctly. There is no indication of a device malfunction associated with the returned electrodes. Trend is associated with reports of this type.